Event description:
User facility reported the physician started to seat the disposable novasure device and "felt" he perforated the uterus during an attempted uterine ablation. The physician was able to visualize the perforation "at the fundus and front portion of the uterus" via laparoscopy. Stitches were required to repair the perforation. During follow-up in 2009, the physician reported the pt is doing fine. No other info is available.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complaint. Based on the info obtained to date, there is no indication the novasure device malfunctioned.